Event description:
The recovery device was unable to cross the acculink stent to remove the accunet filter. The accunet ii was used to successfully recover the filter. The patient had some degree of renal failure due to pre-and post administration of iodinated contrast. No additional information is available.